Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via v-p shunt on unknown date with unknown setting. On (B)(6) 2022, the patient was disoriented and shunt imaging confirmed ventricular enlargement. Due to suspicion of obstruction, the valve was removed on (B)(6) 2022. A gram-positive bacterial infection was confirmed, so follow-up was required until the infection subsided. As per reporter, it is unknown the treatment or medication given for the infection.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised, also a needle hole was noted in the needle guard. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. No root cause could be determined as the technician could not confirm any occlusion issues at the time of investigation. The root cause for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue ¿since obstruction was suspected¿ reported by the customer could be biological debris interfering with the valve mechanism, as shown in the investigation no occlusion issues were noted with the valve.

Event description:
N/a